Event description:
It was reported that there was variation in lead impedance without oversensing during in-clinic manipulation. It was further reported that there was an increase and variation in lead impedance, noise and no pacing on ventricular lead; a lead fracture or loose lead connection is suspected. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that there was variation in lead impedance without oversensing during in-clinic manipulation. It was further reported that there was an increase and variation in lead impedance, noise and no pacing on ventricular lead; a lead fracture or loose lead connection is suspected. It was further reported that the lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. During the record there have been instances of high rv pace impedance measurements. The six max values ranged from 1312 - 1568 ohms and one min value of 1520 ohms. The lead integrity alert was installed and was triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. During the record there have been instances of high rv pace impedance measurements. The six max values ranged from 1312 - 1568 ohms and one min value of 1520 ohms. The lead integrity alert was installed and was triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. During the record, there have been instances of high rv pace impedance measurements. The six max values ranged from 1312 - 1568 ohms and one min value of 1520 ohms. The lead integrity alert was installed and was triggered.

Event description:
It was reported that there was variation in lead impedance without oversensing during in-clinic manipulation. The device remains active. No patient complications have been reported as a result of this event.